Event description:
It has been reported to philips that the device will not expose. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the device cannot load into system. Upon functional testing, fse found that image processor pc cannot start. Fse formatted the image processor pc system disk and reinstalled the system. The system was returned to use in good working order. The codes were updated based on the investigation outcome.